Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and ventricular leads had confirmed fractures; the physician stated the fractures may have been due to a subclavian crush. There was no capture at maximum output and the patient's escape rhythm was about 30 beats per minute. High and undefined pacing impedance, and noise on episodes were also noted. The leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.